Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common compute controller (ccc). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The ccc was analyzed and the reported issue was confirmed and replicated. No issues were visually identified. The ccc was installed on a test system. It did not show a full display on the tower monitor and the power button was flashing blue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted hysterectomy - benign surgical procedure, the customer encountered a power surge. After the power surge, the system received a non-recoverable fault. The error was recovered, but returned. The staff performed multiple power cycles and a hard power cycle with no resolve. The technical support engineer (tse) was not able to review the system logs. The tse recommended attempting another hard power cycle and to have the customer call in to the tse for support with real time troubleshooting if the issue persisted. The caller informed the tse that the staff was preparing to convert to open. The procedure was aborted with no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified prior to port placement. The robotic procedure was aborted prior to patient involvement. The procedure was scheduled as a laparoscopic procedure instead.